Event description:
It was reported during an ep study the pt required an ablation procedure for avnrt. During ablation, heart block occurred which required placement of a permanent pacemaker. The physician placed 4 diagnostic ep catheters and completed geometry with navx. He then placed a safire ablation catheter into the right atrium and five lesions were ablated with rf energy using an ibi 1500tg generator to the slow pathway. Testing showed some slow pathway conduction but no tachycardia was induced. The physician continued with additional rf lesions; a junctional rhythm was observed, so atrial pacing was performed to evaluate av conduction. During the 10th rf lesion at 30 seconds accelerated junctional rhythm over took the pacing. Rf energy was turned off at 34 sec and when the pacing was turned off the patient was in heart block. Solumedrol was given to reduce any edema and isuprel was given for bradycardia. The pt's heart rate increased, but it remained in heart block. After monitoring the pt for about an hour, the pt remained in heart block with hart rates at 50 bpm. A temporary pacing wire was placed and the pt was transferred to the telemetry unit for monitoring. The pt had a permanent pacemaker implanted a couple days later and is reportedly doing well. There were no further adverse consequences to the pt.

Manufacturer narrative:
The device has been returned to sjm. Investigation of this device is not complete. When analysis results are available, a follow-up report will be submitted.